Event description:
While using the vcare, the pieces separated in the pt. Able to retrieve all the pieces without injury to the pt. The handle detached from the cup and the balloon parts. The cup and balloon were in the pt, but retrieved without a problem. FDA safety report ID# (B)(4).